Event description:
Patient's representative reported "severe pain", "device had a dent and was deformed.", "suspected device rupture", "suspected siliconomas", "accumulation of fluid and several cysts, prominent axillary lymph nodes", "intraoperatively, it was found that the left implant had broken in the implant surface and silicone had already escaped from gel-like substance¿. Healthcare professional reported "capsular fibrosis implant ruptured with silicone leakage" and "grade: iii". This record is for the left side. Device was explanted. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's representative reported "severe pain", "device had a dent and was deformed.", "suspected device rupture", "suspected siliconomas", "accumulation of fluid and several cysts, prominent axillary lymph nodes", "intraoperatively, it was found that the left implant had broken in the implant surface and silicone had already escaped from gel-like substance¿. This record is for the left side. Device was explanted. Device will not be returned.

Manufacturer narrative:
Clarification h6: e2402 capturing deformity of breast/dent of left breast, hardening. The events of pain, deformity of breast/dent of left breast, & hardening are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, pain & dent and was deformed (visibility/palpability).

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "capsular fibrosis implant ruptured with silicone leakage" and "grade: iii".